Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient presented in clinic during follow-up. Review of the egm revealed inappropriate therapy for svt due to atrial fibrillation with rapid ventricular response. Intermittent undersensing of atrial events due to pvab was also noted. Programming changes were made. The patient is stable.